Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 5240 performance issue is not a likely contributor to the event. Within run precision testing performed on the vitros 5600 system was outside ortho acceptable guidelines, however the number of replicates processed were not provided, therefore it is unknown if the correct guidelines were followed for precision testing and a determination is unable to be made regarding the performance of the analyzer. Service actions were performed on the analyzer by an ortho field engineer following the initial within-run precision testing, but it is unknown if any additional precision testing was performed. Therefore, an instrument issue cannot be confirmed or ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es, lot 5240.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient sample 1 result of 1.67 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).